Event description:
Event description guidant received information that this atrial lead had dislodged and this ventricular lead exhibited noise and inhibited pacing up to 3 seconds on multiple occasions. During the revision procedure, the physician observed that the device's proximal set screws were stuck open. This device is part of the failure mode 2 advisory population.